Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented for a routine checkup, far p-wave oversensing was observed due to lead dislodgement. Lead repositioning was recommended. The patient will be monitored with external therapy available.

Event description:
New information received states the lead was successfully repositioned. The patient condition is good and will be monitored normally.